Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. There was no reported adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy. Customer declined further follow up and troubleshooting with tandem technical support.